Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2026-05932 - device 5 of 5. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced adhesive event on 26-feb-2026. The patient reported infusion set fell off during use. The infusion set was in use for 15 min to 5 hours. No further information available.